Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient, he had a right tha done in (B)(6) 2020. Patient started to experience pain approx. Three months after his surgery. The patient is also experiencing popping, swelling and leg discrepancy. The patient has an upcoming revision surgery scheduled for (B)(6) 27th. Patient wants assistance in getting better.